Manufacturer narrative:
Evaluation: results: visual inspection of the lead extension did not reveal any anomalies that would contribute to the complaint. Continuity testing revealed channel 7 and 8 were open. Microscopic inspection of the extension header revealed the wires to channel 7 and to channel 8 were broken at the bal-seal contacts. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's ((B)(6)) scs system includes a lead extension. It was reported the patient was experiencing a burning sensation at the ipg site when the stimulation was functioning. A diagnostic test revealed low impedance measurements for two lead contacts. Surgical intervention was undertaken to address this issue. The patient's lead extension was replaced thereby resolving the impedance issue and alleviating the reported discomfort.